Event description:
As reported, after the delivery of twins, via caesarean section, a bakri tamponade balloon catheter was used to treat postpartum hemorrhage. The device was placed into the uterine cavity, 50ml of liquid was injected into the balloon, and the incision was sutured. After several stitches, it was noted that the color of the outflow of blood did not appear quite right, as the color was relatively light, and leakage was suspected. The device was removed and liquid was injected into the balloon and a pin hole was observed in the balloon. A new, same type device, was used to complete the procedure. No adverse effects to the patient were reported. Additional information has been requested.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 event summary as reported, after the delivery of twins, via caesarean section, a bakri tamponade balloon catheter was used to treat postpartum hemorrhage. The device was placed into the uterine cavity, 50ml of liquid was injected into the balloon, and the incision was sutured. After several stitches, it was noted that the color of the outflow of blood did not appear quite right, as the color was relatively light, and leakage was suspected. The device was removed, and liquid was injected into the balloon and a pin hole was observed in the balloon. Before placement of the device, the amount of blood loss was 1500ml. After the device was placed, the amount of blood loss was 700ml. A new, same type device was used to complete the procedure. No adverse effects to the patient were reported. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. The device was returned to cook for investigation. The balloon was inflated with water, and a pin hole leak was observed in the balloon material. A document-based investigation evaluation was performed. A review of the device history record found no related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: transabdominal placement, post-cesarean section "1. Determine uterine volume by direct examination. 2. From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix. Note: remove and stopcock to aid in placement and reattach prior to filling balloon. 3. Have an assistant pull the shaft of the balloon through the vaginal canal until the deflated balloon base comes into contact with the internal cervical ostium. 4. Close the incision per normal procedure, taking care to avoid puncturing the balloon while suturing." How supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The balloon appeared to have been punctured by a suture needle during placement. Inadvertent user error was determined to be the most probable cause of the reported event. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 30jan2023: before placement of the device, the amount of blood loss was 1500ml. After the device was placed, the amount of blood loss was 700ml.